Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the probable cause of the failure is classified as "cause not established," meaning the findings do not provide a definitive conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the distal end was detached on the bronchofibervideoscope. There was not patient involvement.